Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The returned sheath was separated. A damage was observed on the guidewire exit port assembly. The telescope assembly was not able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter got stuck in stent. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending (lad) artery. During a percutaneous coronary intervention (pci), pre-dilatation was performed using a 2.5mmx9mm non-bsc balloon at 8 atmospheres. An opticross" ivus catheter was inserted and the lesion was checked and a 2.5mmx15mm non-bsc stent was deployed at 10 atmospheres. It revealed that the stent had not deployed well against the vessel which required additional dilatation using a 2.5mmx10mm nc non-bsc balloon at 12 atmospheres. The stent was checked with the ivus catheter while being removed from the patient, however it got stuck during removal. The catheter was pushed but couldn't be released from the stent. The catheter was then cut and a 0.021 wire was advanced; however the physician was unable to resolve the problem. A non-bsc guide catheter extension was inserted and the issue was resolved. Another opticross" ivus catheter was inserted to check the location of the stuck devices, which then completed the procedure. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).

Event description:
It was reported that the catheter got stuck in stent. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending (lad) artery. During a percutaneous coronary intervention (pci), pre-dilatation was performed using a 2.5mmx9mm non-bsc balloon at 8 atmospheres. An opticross ivus catheter was inserted and the lesion was checked and a 2.5mmx15mm non-bsc stent was deployed at 10 atmospheres. It revealed that the stent had not deployed well against the vessel which required additional dilatation using a 2.5mmx10mm nc non-bsc balloon at 12 atmospheres. The stent was checked with the ivus catheter while being removed from the patient, however it got stuck during removal. The catheter was pushed but couldn't be released from the stent. The catheter was then cut and a 0.021 wire was advanced; however the physician was unable to resolve the problem. A non-bsc guide catheter extension was inserted and the issue was resolved. Another opticross ivus catheter was inserted to check the location of the stuck devices, which then completed the procedure. No patient complications were reported and the patient's status was good.